Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler rx is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an eccentric lesion (caliber 2.75mm x length 15mm) in mildly tortuous, moderately calcified and 90% stenosed distal right coronary artery. Pre-dilatation was performed with a non-abbott dilatation balloon catheter and a non-abbott drug eluting coronary stent was implanted. A 2.75 x 12 mm nc traveler balloon dilatation catheter was advanced for post dilatation; however, the device slipped out and could not be inflated. The nc trek was replaced with a non-abbott balloon catheter which was dilated without any issue. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.